Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between sep 1, 2023 and feb 23, 2024. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was exchanged to a comparable model (diu225, 19.5 diopter) in the left eye. No unplanned vitrectomy was required. It is unknown if there was an unplanned incision enlargement, sutures, delay in procedure, or medication prescribed outside the standard of care. The patient is fully recovered. The device was discarded. No further information was provided.